Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one essure was found in the peritoneum") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. B15011) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation and menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1207 cases. Menorrhagia. The analysis in the global safety database revealed 407 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 11-jul-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one essure was found in the peritoneum") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. B15011) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter provided no causality assessment for device dislocation and menorrhagia with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had menorrhagia. During hysterectomy performed approximately 3.5 years after insertion one essure was found in the peritoneum. These events are anticipated in the reference safety information for essure. Changes in the pattern of menstrual bleeding are common and may have multiple causes. In the present case, no alternative explanation for the menorrhagia was provided therefore a contributory role of essure cannot be totally excluded. One essure was found in the peritoneum during hysterectomy; the exact date and mechanism of this event is unknown. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required.